Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs- linear leads: upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 7070232/7070326.

Event description:
It was reported that the patient had a non-device related fall which caused the ipg to migrate. It was also noted that the patient was experiencing extreme pain and was having a stitch superficial to the skin site that came out. All devices were explanted and will not be returned.